Manufacturer narrative:
Review of the device history records (DHR) was completed with no anomalies found. At this time no connection could be made between the pt reaction and the use of the depuy spine product.

Event description:
Sales rep reported that oral surgeon informed her that a pt he had treated with healos dental had a slight infection. The infection was minor and treated without issue. There was no device failure and good tissue growth reported. The doctor was not making a direct connection between the product and the infection but did want to make us aware of this event.